Event description:
The customer contact reported inaccurate delivery. The device was returned to the materials management department with an unsigned note that stated, "infusion rate not operating correctly." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).